Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure type: sigmoidectomy. According to the reporter: after firing a doctor confirmed the incomplete staple line. Some staples were fixed on the tissue but others could not be fired on the tissue. Operating time not extended. New device was opened to complete the case with no problem. There was tissue damage. Pieces fell into the cavity and could be retrieved. There was no bleeding. The customer did not know if reinforcement material was used. The damage was recovered by suturing.